Event description:
It was reported that a patient sustained a small scar over a tattoo following treatment with a lumenis lightsheer duet laser.

Manufacturer narrative:
No device malfunction was reported or observed; therefore, no device evaluation occurred. A lumenis healthcare professional evaluated the reported event details and patient photographs concluding operator error, performing hair removal treatment over pigmented skin, to be the root cause of the reported event. No malfunction reported/suspected.